Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely low ca 15-3 results were obtained on patient samples on the advia centaur xpt instrument. A siemens customer service engineer (cse) was dispatched to the customer site twice and inspected the instrument . During these visits, the cse verified the instrument calibration for sample and reagent probe 3; verified that the wash system was performing as expected; performed fluidic verification of reagent probe 3; replaced reagent probe 3 and degasser, water filter pinch valve, and waste probe; fixed the leak on reagent probe 2 manifold; analyzed the water from the reagent probe, direct plumbing and water reservoir; performed a contamination test, which recovered negative. The sample was tested with a new reagent lot, calibration and quality controls which passed. The cause of the discordant, falsely low ca 15-3 result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low cancer antigen (ca 15-3) result was obtained on a patient sample "an" advia centaur xpt instrument, when the sample was diluted and repeated on the instrument. When the sample was initially tested on the instrument, a result of >200 u/ml was obtained on the sample. The sample was diluted and repeated on the same instrument, resulting < 0.0 u/ml, which was discordant and was not reported to the physician(s). On the next day, the sample was repeated on the same instrument and the repeat result of 311.4 u/ml was reported to the physician(s). The customer indicated that they obtained discordant results on patient samples for 10 days but did not provide the data. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca15-3 result.

Manufacturer narrative:
Siemens filed the initial MDR on 01-oct-2018. Additional information (07-nov-2018): siemens investigated the issue and determined the cause of the discordant ca 15-3 result was due to the primary reagent probe 3 dispensing incorrectly. A siemens customer service engineer (cse) replaced reagent probe 3, the degasser, water filter pinch valve and waste probe. There was a leak on the reagent probe 2 manifold, and it was replaced as a precautionary measure. Samples and quality controls were processed, and there were no issues observed. Conclusion code(s) was updated. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.